Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with damaged serial number label.

Event description:
Customer's father reported via phone call that the insulin pump had critical pump error also crack on the pump reservoir compartment. Customer's blood glucose value was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.